Event description:
Customer reports 1 unit containing taracin and nubaine in saline to a total volume of 96ml overinfused. Report indicates unit emptied 12 hours early. No further details or patient injury reported.